Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed opening assessed as fold flaw opening. Particles in valve: not observed. As per the investigation procedures creases, wear abrasion and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side deflation. Healthcare professional reported particles in valve. The device has been explanted.

Event description:
Patient reported a left side deflation and a left side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported deflation and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported particle in valve. Device explanted.